Event description:
It was reported that a patient underwent a tkr procedure on (B)(6) 2022 and barbed suture was used. During the procedure, it was reported that fixation feature broke during the surgery. Changed another one to complete surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: after visual inspection of the received image, it was possible to observed the fixing tab was broken on one side, with a stratafix suture code sxpp1a401. As with any device, care must be taken not to damage the thread when handling it. Avoid crushing or crimping action of surgical instruments, such as needle holders and forceps. To seat the locking tab; pull the device through the tissue to gently seat the locking tab against the tissue. The locking tab must sit in the plane of the tissue and be visible. Do not exert additional force on the locking tab. As part of our quality process, manufacturing records for the serial number of this batch were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the fixation feature not engaged in tissue? Was the fixation tab intact when the suture was placed in the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/13/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 additional information was requested, but unavailable: did the fixation feature not engaged in tissue? Was the fixation tab intact when the suture was placed in the patient? ¿¿ all answers above are unobtainable. Once there is any update, we will update the information. H3 investigational summary: one empty opened foil and a needle suture of product code sxpp1a401 were returned to ethicon for evaluation. Visual inspection was performed on the retuned device. Upon visual inspection of the returned sample, it was observed slightly marks on the body of the needle appear by a surgical instrument. Body fluids on the barbs were noted. In addition, damaged on the nucleus was observed and the two sides were broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m